Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require assistance from a third party. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer acknowledged the information. Ultimately, the customer reverted to an alternate method of insulin therapy.